Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl and her insulin pump may have been alarming stuck button alarm. The patient declined troubleshooting for the high blood glucose. She had not treated yet but she has syringes available for manual insulin injection. The insulin pump was not returned for analysis.